Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reer0476 showed eleven other similar product complaint(s) from this lot number.

Event description:
It was reported bloodstream infection with negative blood culture start date: (B)(6) 2021; end date: (B)(6) 2021. The event is a bloodstream infection, which confirmed by "blood culture negative but fever has resolved immediately with PICC removing". Moderate severity and likely related to the device (catheter), but unlikely to the procedure and unlikely to accessories (guidewire, stylet). Outcome: recovered, no sequalae. Action taken: "device removed". No additional details of adverse event were provided.